Event description:
The reporter stated that the up arrow keypad button was unresponsive; she stated that the up arrow button required multiple button presses in order to get a response. The patient reportedly wore the pump in a pump skin, in his pocket and did not clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that there is a hole in the keypad over the down arrow keypad button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow and contrast keypad buttons are unresponsive. There was evidence of contamination found under all key contacts. The down arrow button contact was found to be inverted.